Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2015 osteomed was notified of an incident concerning the activation wire 82mm (p/n 216-0307). According to our international distributor, the physician performed a surgery with logic jr. And two (2) of the activation wires broke during the procedure. The physician was able to install the distractor with two different sizes. On (B)(6) 2015 the surgeon reported that the wire has broken inside the patient during the activation.

Manufacturer narrative:
The exact root cause of this complaint is undetermined. The device was not returned for evaluation. However an x-ray and photos of the implanted device were provided. Without the explanted wires to review, a full analysis could not be conducted. Given the feedback from the physician, a break occurred on the wire at the point where it exits the distractor. Because this incident occurred in situ prior to completing the surgery, it is likely the wire was cross-threaded into the logic jr. Body which caused damage to the wire, leading to immediate failure as the surgeon attempted to thread it into the full distraction. Per the osteomed logic jr. Pediatric mandibular distraction system product information and instructions for use guide, excessive torque on the activation wire may cause the wire to break. Also, the device can break, or be damaged due to excessive activity or trauma. The review of manufacturing records did not identify any non-conformances with the released devices. The review of complaints did not identify a similar issue for this device within the last 18 months. A review of the logic risk management file shows that this failure mode has an overall risk level score of "low". This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that there was an error on the follow-up report that prevented upload to maude. Therefore, this report is being re-submitted. Date of original update report: 01/29/2016.